Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device: [first time: (B)(6) 2018]: clostridium tertium, pseudomonas aeruginosa, and klebsiella oxytoca (23cfu/dl); [second time: (B)(6) 2018]: the air/water channel : pseudomonas aeruginosa, enterobacter aerogenes, and klebsiella oxytoca (>300cfu/dl); the suction channel: pseudomonas aeruginosa, enterobacter aerogenes, and klebsiella oxytoca (>300cfu/dl); the instrument channel: pseudomonas aeruginosa, enterobacter aerogenes, and klebsiella oxytoca (>300cfu/dl); the auxiliary water channel: pseudomonas aeruginosa, enterobacter aerogenes, and klebsiella oxytoca (>300cfu/dl); [third time: (B)(6) 2018]: the air/water channel: pseudomonas aeruginosa and enterobacter aerogenes (>300cfu/dl); the suction channel: pseudomonas aeruginosa and enterobacter aerogenes (>300cfu/dl); the instrument channel: pseudomonas aeruginosa and enterobacter aerogenes (>300cfu/dl); the auxiliary water channel: pseudomonas aeruginosa and enterobacter aerogenes (>300cfu/dl). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from all channels of the subject device. The testing result cleared the (B)(4) guideline. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.